Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing an elevated blood glucose (bg) level of 342 mg/dl. The customer acknowledged that the pump was delivering insulin, however they alleged that there was an issue with the pump and pump was the reason for the high bg.